Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report and was informed that during a therapeutic transurethral resection of prostate (turp) procedure, the tip of the electrode broke for two devices used. The procedure was completed using a third electrode. The user facility reported that no device fragments fell into the patient. There was no patient injury reported. The user facility returned two electrodes to olympus for evaluation. The evaluation confirmed the report of a broken tip on both electrodes. The loop wire on both of the electrodes were detached from the yellow protector sheath. There was evidence of discoloration, thermal damage, and deformation of the loop wires. The electrodes were forwarded to the original equipment manufacturer for further investigation. The most likely cause of the reported event is due to thermal damage which caused the electrodes to break.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the two devices involved in this event. The user facility reported that during an unspecified procedure, the tip of two electrodes broke shortly after using it. There was no patient injury reported. Please cross reference MFR. Report numbers: 9610773-2012-00017 to account for the other device as referenced in the original report. The following will be supplemented to cross reference the other associated complaints: 9610773-2012-00017.